Manufacturer narrative:
Multiple attempts were made to contact the facility to obtain further details about the event, including the number of rails installed on the bed and their orientation at the time of the incident, how the patient was being transferred, and the extent of the patient's alleged hospitalization. At this time, a response has not been received. There was no allegation of malfunction/deficiency with the bed or rails. The underlying cause of the incident is undetermined but appears to be accidental in nature. Should additional information become available, a supplemental record will be filed.

Event description:
Invacare received medwatch reports from a facility stating that a patient was being transferred from a wheelchair to a 5410ivc bed when the patient's left foot became stuck between the bottom 6630 half rail and the bed. The patient was on the bed when additional assistance was requested to help release the patient's foot. It was reported that a mobile x-ray was performed, confirming that the patient had sustained a fracture. It was also noted on the reports that the patient was hospitalized.